Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump potentially under infused. No patient injury reported.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: regulatory.responses@icumed.com.